Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Testing showed that the measured voltage was low. The identified the root cause of the reported issue was due to low battery voltage.

Event description:
The customer stated that the touchscreen is dark on start up. The issue was founding during extended systems testing so there was no patient involvement.